Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the patient hadn¿t used their implantable neurostimulator (ins) for approximately three weeks and it was over discharged for the second time. The rep performed a physician mode recharge (pmr) and a power on reset (por) message was cleared. The ins battery was then interrogated, and impedances were checked with no abnormalities found. Also, the stimulation was adequate for the patient¿s typical pain. There were no reports of medical or therapy issues and no patient symptoms reported. Additional information was received from a manufacturer representative (rep). It was reported the device was explanted and returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.